Manufacturer narrative:
The investigation low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that in intensive care unit, the impella cp suddenly had a white curve disappear. The motor curve became flat and the mean flow was 0.3 liters per minute. After this, a suction alarm appeared. Repositioning did not resolve the issue. The impella cp was explanted due to this issue. The patient outcome was noted as stable.